Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was more than 550 mg/dl at the time of incident. Customer stated that the blood glucose level came down with 2 manual boluses. Customer stated that once they changed out her set, the blood glucose level did return to normal. It was unknown if customer was using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was more than 550 mg/dl at the time of incident. Customer stated that the blood glucose level came down with 2 manual boluses. Customer stated that once they changed out her set, the blood glucose level did return to normal. The insulin pump will not be returned for analysis.